Event description:
Customer reported that two patients experienced endophthalmitis. One patient required medical intervention. No malfunction of the device was reported.

Manufacturer narrative:
There are two suspect medical devices associated to the event. Serial number of suspect medical device #1 is (B)(4). Serial number of suspect medical device #2 is (B)(4).

Manufacturer narrative:
The hand piece was not returned for analysis, therefore, unable to determine if the infection was caused or contributed by amo device. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.